Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No display anomaly was noted. The insulin pump had broken battery tube threads, a cracked reservoir tube lip, a cracked case at the display window corners, minor scratches on the display window and a missing end cap sticker.

Event description:
Customer reported via phone call that the buttons on the insulin pump alarmed are unresponsive. Customer attempted to deliver a bolus when noticing the up arrow button stopped working. Customer stated that the numbers on the screen kept scrolling. Customer changed the battery and restarted the insulin pump but the buttons were still unresponsive. Customer also reported a crack along the battery compartment. Blood glucose value was 15 mmol/l. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.